Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: ¿complications associated with the proper implantation of the align¿ urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder or any viscera, which may occur during introducer needle passage. Transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant. (B)(4). Per direction by FDA in an email dated june 26, 2019, an emdr is being filed to submit new information obtained prior to a letter received on may 15, 2019, regarding the revocation of the asr for exemption e2013025. It was agreed upon with the FDA that the date of awareness would be the date of the email received, which is june 26, 2019. (B)(6), july 8, 2019.

Event description:
The patient¿s attorney alleged a deficiency against the device. Per additional information received, the patient has experienced dysuria, infection, mesh erosion, nocturia, sling erosion in bladder, foreign body in patient, blood loss, inflamed bladder mucosa (inflammation), frequency, incisional tenderness, abdominal pain and distension, blood tinged urine (hematuria), high white blood cell count, and required nonsurgical and additional surgical interventions. Per additional information received, the patient has experienced, dysuria, discomfort during voiding, and nocturia. Reason for report: revocation of asr, report ID number: (B)(4), corresponding exemption number: e2013025.